Event description:
This report is being filed upon notification from our mr MFR in foreign country to submit this incident that occurred in another country. During the installation of the mr magnet a part of the current lead insertion tool broke while inserting the current lead into the magnet. Because of this helium escaped and caused a second degree burn on the field service engineer's (fse) arm. Burn was treated with ointment.